Event description:
It was reported by the aci vascular closure specialist that a (B)(6), underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained just above the bifurcation, via a 5f sheath (model unk), and "went down to balloon the sfa." A pre-procedure femoral angiogram showed the vessel size to be approximately 6 mm. Peri-procedure the pt was anti-coagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 5f to close the access site. It was reported that the physician was deploying the device, and pushed the gray shuttle handle down. When the physician pulled the sheath back, the white advancer tube did not engage. The physician deflated the balloon, and converted the pt to 20 minutes of manual compression. The pt's groin "looked good". Hemostasis was achieved. The pt was ambulated and discharged home the same day ((B)(6) 2012). No additional info was provided.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle, and with the procedural sheath pulled back against the shuttle. The advancer tube was located approximately 15mm from the balloon proximal tip. The sealant was found wedged between the proximal tip of the advancer tube and the shuttle cartridge. It is unk whether the location of the sealant was due to user manipulation or subsequent handling. The catheter, shuttle cartridge, and advancer tube were inspected for anomalies. No anomalies were observed. Based on the info provided and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined. The review of the lhr (f1115701) indicated that the mynx lot met all established performance criteria prior to shipment.